Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed with a watchdog timer error while in use on a patient. There was no patient harm.

Manufacturer narrative:
The manufacturer's field service engineer replaced the data acquisition pcb to motor controller pcb cable to address the finding.

Manufacturer narrative:
The data acquisition pcb to motor controller pcb cable was returned to the manufacturer for failure investigation. The customer returned da to mc cable was installed in an fi test ventilator. The ventilator was started and power cycled every 30 seconds for 2 hours. The da to mc cable was flexed during startup. No errors occurred and no failure was found.